Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that after an ipg pocket revision (reference MFR. Report # 1627487-2018-12984) the ipg would not connect with external devices. The patient had their ipg explanted and replaced. Effective therapy has been restored.